Event description:
It was reported that the first row of struts were found to be exposed (partially deployed) during loading of the stent delivery system onto the guide wire outside of the patient's body. The device was removed as a unit without problem. There was no patient injury or effect. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and the lot number has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant information.